Manufacturer narrative:
Device manufacture date provided. A review of the software archive found that the tracer registration pattern created by the user was only on the anterior portion of the patient's head, and some dots appeared sunken into the head. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
Device manufacturing date is unavailable. On 10/24/2016, a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. System performed as intended. On 10/21/2016, software investigation completed. Findings are that the surgeon did not understand how to move the blue dot to correct start position. Software is functioning as designed. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial hypophysis tumor resection procedure with a transsphenoidal approach. The surgeon alleged an inaccuracy of 5 millimeters occurred. The site radiographic technologist (rt) attending the procedure, stated that during registration the blue dot appeared on the mouth instead on the tip on the nose and they did not reposition it. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.